Event description:
Customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.